Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had the pump volume set to "medium" but was unable to hear the pump beep. The customer's blood glucose level was 90 mg/dl. Tandem technical support assisted the customer with changing the volume to "high" and the customer was able to hear the pump beep. The customer then set the pump volume back to medium and was able to hear beeping. It was unknown why the customer was unable to hear the pump beep initially.